Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Chair automatically slows down, picks up then slows down again, doing this repeatedly.